Event description:
Patient woke up at 630am found her gown wet with ivf leakage. Patient went to the bathroom to wash her hands after touching the leaking fluid and few drop were found on the bathroom floor. She called for help and rn went and stopped the chemo infusion (a bag of cisplatin, cytoxan&nbsp; and etoposide), tubing disconnected and called for more help. Other nurses came to help. It was found that the chemo spilled on the gown area covering patient's right chest estimated less than 10ml. The gown was removed, area cleansed with soap and water. Overnight pharmacist and fellow on-call were both informed about the incident. The doctor advised not to restart the chemo back until he talked to the attending. The insertion site was clean and intact (no spillage, infiltration or extravasation noticed on examination), but the distal end of the port tubing noticed to have a crack that leaked when flushed with saline. Port needle was removed, and site was reassessed with a new power port needle gauge 20, 1 inch with good blood return. Finally, doctor ordered the chemo to be restarted. Day charge rn night charge rn both restarted the chemo as ordered after checking for good blood return. Charge rn spoke with day shift oncology pharmacist who recommended applying a cold compress. The rn applied cold compress on the right chest wall for 15-20 mins for at least four times per day for 24hrs per (B)(6) policy procedures "prevention management of chemotherapy extravasation and flare reaction". Manufacturer response for IV tubing, continu-flo clrlnk 10dpm (48/cs) baxter has been notified, met with our team and said this is not a trend anywhere else and we will work with them to return samples when chemo is involved.